Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while over sewing the staple line during a laparoscopy on the right colon, the two sutures were opened and removed from the packaging at the start of the case and were found to have unraveled. The suture was not treated or hydrated prior to use and the surgeon used a running suturing technique. They had to get a new suture to redo and to complete the case. There was no patient injury.